Event description:
Rn reports broken spike on transfer set of home pt. Incident occurred twice on home patient. (10/21/98 and 3/2/99) transfer sets were 4 months old. Leak noted by home patient during exchange. Transfer set was changed by rn and effluent sent for culture. No follow up treatment indicated per results. No pt injury or medical intervention related to this incident per rn.